Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56.2mm diameter iliac artery aneurysm. The smallest diameter of the left side access vessel was 8.3mm. Prior to the stent graft implant the physician ensured preservation of the ima. The left internal iliac artery was embolized using plugs. A 25/25/49 endurant cuff was implanted just below the ima to the terminal aorta. It was reported that during the index procedure, another manufacturer's 18fr sheath was inserted from the left side to deliver the endurant ii 16/16/124 stent graft. It was noted that the delivery system was unsmooth, and it could not be delivered easily. After checking the hydrophilic coating, delivery was attempted again by slightly deflating the balloon of the sheath, but this did not resolve the issue. The physician determined that the use of a shorter 16/16/93 endurant would be sufficient for the procedure. The shorter stent graft replaced the longer stent graft on the left side and was delivered and deployed successfully. Using the kissing technique a limb was deployed from the proximal end of the cuff. Also on the left side a 16/10/93 was landed to the external iliac artery. As per the physician, the cause of the event cannot be determined, but may but may have been due to stress being applied on the device in an unusual direction, leading to it becoming unsmooth. During part of the procedure (the pull through technique) another physician was holding the device and the lead physician cannot be sure how much force was being used then. On examination of the delivery system after the procedure, the physician noted the tip was bent but this may occurred while struggling to insert the system by force. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the event was confirmed as the kinks to the distal end of the delivery system indicate the event most likely occurred during insertion. The cause of the insertion difficulty could not conclusively be determined however, the interaction between the user and the device may have contributed to the event. If information is provided in the future, a supplemental report will be issued.